Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical blue lne ultra suctionaid tracheostomy tube kit was leaking at the cuff. No adverse patient effects were reported.